Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shock from their implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response (rvr). The right atrial (ra) lead exhibited possible atrial undersensing. The ICD and ra lead both remain in use. No further patient complications have been reported as a result of this event.